Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported insulin flow block, insulin leaked through the o-ring in the reservoir chamber, the reservoir had the plunger rod pull out the bottom of the reservoir chamber and the transfer guard did not fit in the reservoir. The customer stated they did not use the reservoir, it was discarded. The reservoir will not be returned for analysis.